Event description:
This unsolicited case from (B)(6) was received on 24-feb-2017 from the medical doctor. This case involves a (B)(6) male patient who received treatment with synvisc one and after 2 days of receiving the injection patient had significant swelling of knee and after an unknown latency patient had to drain the knee. No past drugs, medical history, concomitant medications and concurrent condition were reported. On an unknown date, the patient received treatment with first synvisc one injection (dose, route, frequency, indication). On an unknown date, after 2 days of receiving the synvisc one injection, patient experienced significant swelling of knee. On an unknown date, doctor had to drain the knee and administer cortisone injection. As a result, swelling has gone down. Action taken: unknown. Corrective treatment: cortisone and drain the knee for significant swelling of knee. Outcome: unknown for drain the knee; recovering for significant swelling of knee. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for significant swelling of knee additional information was received on 03-mar-2017. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from the medical doctor. This case involves a (B)(6) male patient who received treatment with synvisc one and after 2 days of receiving the injection. Patient had significant swelling of knee and after an unknown latency patient had to drain the knee. No past drugs, medical history, concomitant medications and concurrent condition were reported. On an unknown date, the patient received treatment with first synvisc one injection (dose, route, frequency, indication). On an unknown date, after 2 days of receiving the synvisc one injection, patient experienced significant swelling of knee. On an unknown date, doctor had to drain the knee and administer cortisone injection. As a result, swelling has gone down. Action taken: unknown. Corrective treatment: cortisone and drain the knee for significant swelling of knee. Outcome: unknown for drain the knee; recovering for significant swelling of knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for significant swelling of knee. No further information was provided.